Manufacturer narrative:
(Bad condition, specifics unk), (coating migrated). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the exact date of the event is unk, but is reported to be in 2009. It was reported to boston scientific corporation that three ultraflex esophageal stents were implanted in a patient's esophagus with the distal end of the third stent protruding into the stomach. The first stent was implanted in 2008, and the other two stents were implanted in 2009`. According to the complainant, eight months later, the patient complained of being in "bad condition". Attempts by boston scientific corporation to obtain clarification regarding what was meant by "bad condition" were unsuccessful. Upon examination, foreign material that appeared to be the cover of one of the stents was found under fluoroscopy. The material was removed without resistance using forceps. The physician believes the covering came from the third stent implanted, but was unable to confirm this. The first and second stents were reported to be either m00514100 or m00513100. The third stent which is the subject of this complaint was reported to be model number m00514100. All three stents remain implanted and in the proper position. The patient's condition at the conclusion of the procedure was reported to be good.